Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 537 mg/dl. Customer was admitted to the hospital. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with IV drip and long acting insulin. Customer is wear the insulin pump at time of hospitalization but removed it when they started the IV drip. Customer will call back to complete the high blood glucose troubleshooting.